Event description:
The customer reported the device had an error message. It was later clarified that the device showed a red x on the rfu display, due to the battery being discharged. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4).